Event description:
The customer reported a leak when using the coulter act diff analyzer. Approximately 2ml of bloody fluid leaked from the probe of the analyzer. The leak was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered clogged tubing at lv8 (an angar two-way solenoid valve). The fse replaced the tubing resolving the leak. (B)(4).